Event description:
It was reported that there was intermittent loss of capture (loc) on the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that this patient had presented to the hospital for reasons unrelated to the device. Technical services (ts) analyzed device episode data and found a false pacemaker mediated tachycardia (pmt) episode due to atrial arrhythmia along with atrial under-sensing and low intrinsic atrial amplitude of 0.2 mv because of the patient's atrial fibrillation (af). It was recommended to have a boston scientific field representative interrogate the device for further information. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Manufacturer narrative:
A field representative has been contacted in order to obtain additional information. A supplemental report will be submitted if new information is obtained.